Event description:
Customer reports that during a retrograde cystogram, the table movement stopped. Patient procedure was completed by manually moving the patient for fluoro and imaging. No patient injury reported. Potential risk for injury.

Manufacturer narrative:
Liebel flarsheim manufacturing reports: field service engineer troubleshot lack of table movement and made an adjustment to the 24v power supply unit. Fse verified operation per hut service manual and returned unit to full service by the customer.